Event description:
Patient reported experiencing approximately ten occurrences of a malfunction related to a specific code over the past three months, which persisted despite a software update. He described issues with the pump during bolus entry, leading to a malfunction screen that could only be resolved temporarily by restarting the device. Concern was expressed about the potential inability to rectify future malfunctions while traveling internationally. There was no reported impact to his blood glucose level. No additional information was received regarding further corrective actions taken.